Manufacturer narrative:
Unit passed displacement test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss at different periods of time, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the battery in the insulin pump was lasting shorter than expected. Customer mentioned that the battery had been changed 3 times a day and it did not last more than 1 week. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm and timing was not less than 8 hours from the low battery alert to the replace battery alert. Customer stated new battery did not resolve the issue. Customer stated the battery cap not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.